Manufacturer narrative:
Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. Of the product requested back for evaluation, lifescan (lfs) has received zero returns. This report is processed under exemption number e2005018.

Event description:
This report summarizes 14 malfunction events. A review of the events indicated that the onetouch select meter read inaccurately erratic. These reports were received from various sources. The patients associated with this allegation have no age data and there is no weight data available. Of the reported patients; 6 were male and 8 were female.